Event description:
Patient admitted on (B)(6) 2021 with bacteremia. Blood cultures on (B)(6) 2021 were positive for staphylococcus lugdunensis. Started on IV antibiotics. Tee revealed vegetation on ICD leads therefore the ICD and leads were removed on (B)(6) 2021. Culture of the leads revealed curtibacterium acnes. Discharged on (B)(6) 2021 with IV antibiotics. Patient admitted on (B)(6) 2021 with recurrent bacteremia. Blood cultures done on (B)(6) 2021 were positive for staphylococcus lugdunensis. Started on IV antibiotics. A lumbar CT was performed due to back pain which revealed l 4-5 discitis osteomyelitis. Discharged on (B)(6) 2021 with IV antibiotics. Seen in clinic on (B)(6) 2021 at which time the patient endorsed fevers up to 101.6. Admitted on (B)(6) 2021 with recurrent bacteremia. Blood cultures on (B)(6) 2021 all positive for staphylococcus lugdunensis despite IV antibiotics. The decision was made to removed the heartmate 3 lvad as it was likely infected and place an impella 5.5 temporary lvad until the bacteremia clears. The patient was taken to the operating room on (B)(6) 2021 for this procedure. The surgeon noted no evidence of infection in mediastinum, lvad pump pocket, or driveline. The patient recovered in the ICU. Blood cultures negative after the procedure. Due to recommendations from the infectious disease providers implantation of a new heartmate 3 lvad was delayed until (B)(6) 2021. Implant of the new heartmate 3 lvad went well. The patient is currently recovering in the cvicu. FDA safety report ID# (B)(4).